Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a basal delivery attempt. The customer's blood glucose was 167 mg/dl. The insulin pump was reportedly not exposed to a strong magnetic field. It was stated that the customer was not using the sensor feature on the insulin pump. The customer was reportedly able to rewind the insulin pump. Nothing further was reported.